Manufacturer narrative:
The insulin pump had a constant failed battery test alarm after a battery was installed due to a faulty battery tube. The device was unable to be tested for a motor error alarm or off no power anomaly due to the failed battery test alarm. The motor was tested outside of the device and passed. The following physical damage was also noted: minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after she showered; she removed the pump to shower and when she returned the pump was alarming. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to prime and rewind without an alarm. Additionally, the customer mentioned that the pump alarmed with off no power due to leaving the motor error alarm unattended while she was showering. Troubleshooting for the off no power was declined. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.